Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery sys failed calibration. Manual control of gas flow rate and fio2 remained available. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.